Manufacturer narrative:
Patient information was unavailable from the site. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, when starting up the imaging system, a message stating "system booting please wait" appeared and the system would not progress past the prompt. Restarting the system resolved the reported issue. The reported issue occurred during a spinal fusion. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.